Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 1 and 4 hours. It was noted that the pink slide moved forward, but the cannula did not insert into the infusion site and was not visible. Hyperglycemia treated with manual injection.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 255 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The original run showed a rational sensor issue occurred during the priming sequence. However the first prime was completed with a expected amount of pulses, 45, indicating the malfunction of the rational senor did not influence the performance of the device. The device was reset and rerun, but the rational sensor issue did not replicate during the rerun. The drive mechanism was inspected and contamination was found on the commutator cap. Because the rerun did not replicate the rotational sensor issue it could not conclusively be determined if found contamination caused the observed rational sensor malfunction in the original run.